Event description:
The customer reported to olympus the single use mechanical lithotriptor v had a guide wire basket at the tip that was split and unable to hold on to the wire. The issue was found at the beginning of a endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using a device from a different manufacturer. There was no delay as a result of the reported event. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility. The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The coated portion of the cutting wire was torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation an attempt was made to insert the device into the endoscope while using the guide wire and a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿ when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.